Event description:
The customer observed a falsely decreased alinity c calcium result on one patient sample that was reported out of the lab. The following data was provided: (B)(6) 2023 sid (B)(6) initial result = <1.6 mg/dl, repeat result = 8.7 and 8.5 mg/dl no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, alinity c processing module, serial number (B)(6). The issue was resolved by replacing the reagent probe. No additional discrepant result issues have been reported since the service activity was completed. List number 04s54-01 alnty c-series rgt probe was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the list number 04s54-01 alnty c-series rgt probe did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the list number 04s54-01 alnty c-series rgt probe was identified.

Manufacturer narrative:
Complete information in section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely decreased alinity c calcium result on one patient sample that was reported out of the lab. The following data was provided: (B)(6) 2023 (B)(6) initial result = <1.6 mg/dl, repeat result = 8.7 and 8.5 mg/dl no impact to patient management was reported.